Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. This complaint is being reported due to the unresolved error 5 message on the onetouch ultralink meter. There is no evidence, the patient suffered a serious injury due to the product issue. The patient's symptom, "dizziness," does not meet the criteria of a serious injury. The patient denied receiving medical intervention. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.